Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparosopic hysterectomy procedure, while attempting to close the vaginal cuff, all the needles from the three devices fell off in the tissue and were able to be retrieved using graspers. The cuff was closed vaginally rather than laparoscopically. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Three samples were available for evaluation. Visual inspection found that the blades of one of the instruments were bent. There were no abnormalities for the blades of the other devices. Functional testing noted that the beveled walls of the devices has no witness marks from the needle tip, no shearing or deformation were observed around the toggle switches, and the flat pin and center rod found no abnormalities in all instruments. The blades of the device with bent blades were straightened. The returned devices were loaded with a test needle from the post marketing vigilance (pmv) inventory and applied to test media. The test needles remained intact throughout testing. It was also noted that there was difficulty in toggling the test needle in the device with bent blades but no difficulty was experienced in loading, unloading, or toggling the test needle in the other instruments. It was reported that a component disengaged from the device into the surgical cavity and the needle fell out of the jaws of the device. The reported issues were confirmed with the device that had bent blades. The most likely cause could not be established from the information available. The metal blades could have been bent or deformed during return shipping. Metal blades could also be bent during use where the device is subjected to excessive manipulation or leveraging force. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.